Event description:
The customer reported they suspect that protonix infused in 2 hours instead of 10 hours. Protonix was ordered to infuse at 8 mg/hr at a rate of 10 ml/hr. On (B)(6) 2012, the bag was hung at 05:51 and at 07:30 the bag was empty. The customer is interested in a log review to focus on date range of (B)(6) 2012. Medication concentration: pantoprazole 80 mg in sodium chloride 0.9% 10 ml IV solution. Intended programming: 8 mg/hr, rate 10 ml/hr vtbi 100 ml. There was no pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). No device returned, lot review only. The customer has provided event logs and data set in pdf format. The logs and data set have been requested in excel and guardrails editor format for log review purposes but have not yet been received. A follow up report will be submitted once the correct file formats have been received and the evaluation have been completed.